Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found damaged (detach) downstream occlusion (dso) seal and liquid in battery compartment. The functional test was performed, found that there was defective dso sensor and latch sensor. The reported issue was confirmed. The dso sensor, latch sensor, dso seal and battery compartment were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was stated that the pump had an occlusion message. There was no patient involvement.